Event description:
The reporter stated, the surgeon inserted and removed an aq2003v silicone three piece lens due to the haptic tearing, while the lens was being loaded into the cartridge. The incision was enlarged to remove the lens and sutures were required to close the incision.

Manufacturer narrative:
Results - visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.